Event description:
It was reported that before use with one unit of polyflux 14l, particulate matter inside housing was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was not received for evaluation, however photos were provided for investigation. The visual inspection observed a small black particle on the support ring, however, it could not be determined if the particle was loose or injected. The reported condition was verified. The cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.